Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose readings of 22 mg/dl. Customer stated that she started feeling sweaty and then passed out. Customer stated that earlier she had blood glucose readings of 297 mg/dl and bolused .8 but it may have been 8 units instead. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also mentioned having a low of 46 mg/dl when driving. Customer treated with food and juice. Customer's blood glucose readings increased to 89 mg/dl. No further information reported.